Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2020, the reporter contacted animas alleging a power (damage) issue. It was reported that battery cap was unable to be removed from the pump and that the battery compartment was cracked/damaged and the pump experienced intermittent power. Troubleshooting was not able to be completed with customer technical support at the time of the call. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided, a report shall be submitted, if necessary. It was reported that the user blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.